Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an unsatisfactory result following corneal flap creation of the left eye. The site reports difficult to dock and multiple docks. The flap was decentered but surgery was continued as the treatment area was within the decentered flap. Additional information received; the left eye is recovered and no additional treatment was required. There are multiple reports for this facility. This file represent patient one left eye and additional reports will be filed.

Manufacturer narrative:
Following the reported event, a service request (sr) was opened for standard preventative maintenance (pm). The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).